Event description:
Zoll one step cardiopulmonary resuscitation defibrillator electrode packaging requires excessive force to open packaging. Today, when physician was opening a pack, the excessive force cased separation of the cord from the electrode and another electrode had to be obtained which delayed the procedure.